Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was not prepared (air aspiration) outside the anatomy. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violations of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported leak. Return analysis noted a tear in the outer member, distal to the mid lap seal which resulted in the reported leak. Upon further evaluation through sem analysis it was noted that the leak area exhibited a pinched appearance with mechanical damage at the leak edges. In this case, it is possible that the bdc was inadvertently mishandled during unpackaging and/or interacted with equipment or accessory devices in the procedure room resulting in the noted damage; however, a conclusive cause cannot be determined, and it is unknown when the damage occurred. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous unspecified lesion. A 3.0x15mm nc trek balloon dilatation catheter (bdc) was advanced to cross the lesion; however, blood was noted in the inflation device and the bdc was removed. It was noted the bdc was not air aspirated prior to use. An unspecified device was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Device code 2017 - failure to follow steps / instructions.